Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken control button, the rate encoder nut was missing, causing the encoder to fall into the case. The rate knob was not on the encoder shaft when the generator was received. It was noted that the lower case was contaminated in the hanger recess, that both output connectors were broken, the liquid crystal display power cable was not fully inserted into the printed circuit board connector, the rate encoder and knob were rusted, the main seal was pinched and all six case screws and the hanger screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control button. The epg is expected to be returned for repair. There was no patient involvement.